Manufacturer narrative:
(B)(4) date sent: 9/14/2016. Batch # (B)(4). The packaging of a tx60b device was received for analysis, the packaging was returned partially open. Upon visual inspection, it was noted that the tyvek was delaminated and a piece was adhered to the seal after it was removed from the blister. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Event description:
It was reported that during an unknown procedure, the packaging was torn. Another like device was used to complete the procedure. There were no adverse consequences for the patient.